Manufacturer narrative:
The device was received in the not deployed state; the pink slide insert was not visible through the viewing window of the top housing. Upon opening the device, it was observed that the plunger was at the starting position and the clutch spring was not engaged. The download data indicates the pod was not filled and the device was never activated. Inspection of the drive mechanism found no damages or defects that would contribute to the device not deploying.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.